Event description:
A nurse reported a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 (no symptoms provided). The patient was admitted. Based on elevated white blood cell count (no values provided) the patient was diagnosed with peritonitis. The patient¿s pd cultures were negative for growth. The patient is being treated with intraperitoneal (ip) antibiotics vancomycin and ceftazidime for two weeks (dose and frequency not provided). The patient was discharged on (B)(6) 2026. The cause of the peritonitis is unknown. No further information was available.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis, and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ it is unknown if the patient received a dose of antibiotics in the emergency room prior to the culture being drawn. Although the cause of the peritonitis event was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.